Event description:
Bioimplant broke midway insertion and was left in patient. Patient had average bone quality, surgeon tapped and punched down to lazing line. Attempts made in 2 holes. Surgeon used a titanium implant to complete the case. No injury was reported with patient. This device is used for treatment.

Manufacturer narrative:
Customer reported the patient had average bone quality and that attempts were made without success. A titanium screw had to be used to complete the case. The 6.5mm bio-corkscrew is to be used only in patients with soft osteopenic bone. The broken screw was not returned for evaluation and DHR review revealed nothing relevant to the event.